Manufacturer narrative:
It was noted that the device is not available for evaluation. If additional information is received, it will be provided in a supplemental report upon completion of the investigation.

Event description:
Blunt drill bit.

Event description:
Blunt drill bit. Update as per third request response: "the blunt drill bit potentially caused a change in the cup version and inclination, as when the doctor checked the version post trying to drill, it showed it was I believe 54 inclination which was planned to be 45. This however was not measured pre drill so it is only assumed that the process of trying to drill with this drill bit caused this change in inclination. The doctor however was satisfied this cup was in a safe position for this particular patient. Therefore the surgeon was impacted as he could not get the drill in enough to place a screw in and it possibly slightly changed where he wanted his cup to ideally be. ¿I also did not receive the drill bit post case as it was discarded so can't provide the lot code. I also do not have access to any of the patient information.¿"

Manufacturer narrative:
An event regarding wear involving a trident drill bit was reported. The event was not confirmed. Conclusions: it was reported that the drill bit was blunt and surgeon was having difficulty as he could not get the drill in enough to place a screw in. No further investigation for this event is possible at this time as no devices and / or insufficient information was received by stryker orthopaedics. If devices and / or additional information become available to indicate further evaluation is warranted, this record will be reopened.